Manufacturer narrative:
(B)(4). Date sent: 10/26/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The instrument was received with the black coating of the blade damaged. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The blade tip was not broken off as reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) batch #: u94900. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an har instrument. No damage can be observed as the image is blurred. Image 2: the image provided by the customer is that of what appears to be an harh instrument. Image 3: the image provided by the customer is that of the handle of what appears to be an har instrument. The batch can be observed as u94900. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.